Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose, no delivery alarm during bolus and motor error alarm. Blood glucose reading was over 500 mg/dl. The customer was treated with manual injection. Customer reported that the event was resolved by changing complete set. Customer was able to complete rewind. Customer stated that the drive support cap was normal. Troubleshooting was declined for high blood glucose level. The pump will be returned for analysis.